Event description:
On 11/19/96, an 81 yr old male pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 11/20/96, the above referenced pt presented with loss of atrial sensing. On 11/21/96, the physician elected to reopen the pacemaker pocket and he observed the lead was incompletely inserted into the pacemaker connector cavity. Pacemaker was cleaned, lead connectors reinserted, set-screws tightened and complication was resolved.